Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 8 devices were taken from the current production, the samples were functionally inspected, and during the test the issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the unit did not power up prior to use on a patient. Another device was used it its place.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test. The appropriate icons did not flash on the interface as the neptune was plugged in. The unit was not recognizing power which could mean a blown fuse, a faulty power supply board or failure of the power entry module/harness. First, the fuses monitoring the 110 vac power supply were inspected. These fuses are located adjacent to the 110 vac inlet/plug on the device. The resistance of the fuses were measured with a calibrated lab inventory multimeter. Both fuses measured 0.2 ohms which is within the normal range. Next, the power supply pcba was by-passed with a known good power supply pcba and this time, the unit passed the initial power connect test. The power supply pcba is defective. The reported complaint of "unit shutting off" is confirmed. The sample was returned with a defective power supply pcba. A device history record review was performed with no evidence to suggest a manufacturing related issue. Each concha neptune device is inspected 100% during manufacturing assembly, it is unlikely that this defect was present at the time of release. The casing of the device is composed of a hard plastic that is designed to sustain any damages from shipping/handling, it is unlikely that shipping/handling caused the observed failure. Based on the serial number, the sample was manufactured in 2010 and re-furbished in 2017. According to the manufacturing site, new power supply boards are assembled into the device for all neptunes returned for repair. There is limited information available and the circumstances of use are unknown. It's possible that poor ventilation caused dust to accumulate, exhausted the cooling fan and overheated the board. However , this could not be confirmed. Based on the information available, the root cause cannot be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Customer reported the unit did not power up prior to use on a patient. Another device was used it its place.